Event description:
Customer reportedly received results of 33 mg/dl and 175 mg/dl within 10 minutes on the same device. No low blood symptoms reported. No action was taken based on device results. No quality controls were used. No adverse event reported. Requested return of suspect device and replacement was sent.